Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken. The broken part was missing. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that when she inserted the sensor it would not stay. The plastic seemed short and looked like there was something wrong with the sensor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.